Event description:
Product analysis was completed on the generator. The proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Product analysis was completed on the lead. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional or relevant information has been received to date.

Event description:
The patient was replaced. The devices were returned to livanova and analysis is underway but not yet complete. No additional or relevant information has been received to date.

Event description:
It was reported by the physician that the patient¿s device is causing them to cough with stimulation and is not able to function. The patient was referred for replacement. The physician did not know why the cough is so aggressive. Programming history was received and reviewed for the patient. The device had been disabled. No anomalies were seen. Surgery is likely but has not occurred to date. No additional information has been received to date.